Event description:
Received pt to recovery unit from cath lab with tinge of blood on dressing. Pt kept on bed rest, during shift change dressing was saturated. Oozing continued through beginning of night shift. Manual pressure required to achieve hemostasis. Pt discharge next day in stable condition.